Event description:
A caller reported a malfunction on their insulin pump, identified by the code "malf 16," and confirmed there were no notable events prior to the malfunction. It was verified that there was no adverse impact on the customer's blood glucose level. The customer planned to use a backup insulin pump to ensure continued insulin delivery. Customer technical support (cts) decided to replace the malfunctioning pump and provided instructions for returning the problematic device to tandem within ten days to avoid charges. The customer was informed they would need to program their settings and connect their cgm to the replacement pump. Cts confirmed the shipping address and dispatched a replacement pump along with instructions for placing the pump into storage mode before its return.